Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 based on the reported mesh removal in (B)(6) 2020. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence in 2011 and was then implanted with a lynx system device. It was reported that the mesh was removed from the patient in (B)(6) 2020.